Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age is listed as 40's, patient identifier, date of birth, weight not available for reporting. It is unknown when the non-union occurred; unknown date in 2017. Devices were not able to be explanted and remain in the patient. Device is not expected to return for investigation. Facility information and phone number not available for reporting. Contact is a company representative. Device history record review: part number: 04.019.000s. Synthes lot number: 5938492. Release to warehouse date: 08.apr.2016, expiry date: 01.mar.2026. Manufacturing site: synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a revision surgery was attempted on (B)(6) 2018 of a humeral nail construct due to non-union. The original construct was for a humeral diaphyseal fracture and a mhn (multiloc humeral nail) system initially implanted on (B)(6) 2017. The devices were not able to be removed during the revision surgery. During the surgery the end cap was able to be removed however, the screw in the construct could not be turned at all. The surgeon removed some bones around the screw, which did not aid in removal of the devices. The surgeon aborted the screw removal and put the end cap back in place. During the surgery, the screwhead became partially chipped intraoperatively. The intraoperative event of the screw chipping is investigated in (B)(4). The non-union is captured in (B)(4). This is report 2 of 3 for (B)(4).